Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that while "using anchor c at an adjacent level the screw from the previous surgery was in the way. [Surgeon] was going to remove using custom reflex hybrid removal driver but overtightened and the tip broke off. Left screw and plate in patient."

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; labeling review; materials analysis results: the customer reported event of the tip breakage of the reflex hybrid revision driver screw extractor was confirmed via a visual evaluation. Tip breakage was due to a torsional overload mode. The surgical technique states that ¿pivoting or angulation of the instrument must be avoided and must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft.¿ excessive tightening could also result in the deformation of the instrument distal tip. A material analysis was performed and the results verified the failure mode to be torsional fatigue. Conclusion: the instrument's failure is believed to be the result of user error.

Event description:
It was reported that while "using anchor c at an adjacent level the screw from the previous surgery was in the way. [Surgeon] was going to remove using custom reflex hybrid removal driver but overtightened and the tip broke off. Left screw and plate in patient."